Manufacturer narrative:
Findings: pump passed the displacement test. Unit received compromised forced sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the unexpected alarm error test, prime test, excessive no delivery test and occlusion test or verify prime/fill anomalies due to compromised forced sensor alarm. Pump received with normal operating current. Pump passed self test. Pump passed off no power test. No unexpected rewind anomalies noted. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, broken battery tube threads, stained end cap sticker and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 240 mg/dl at the time of the incident. The customer also reported that the insulin was squirting during manual prime process. The customer stated that the insulin continued to drip after the insulin pump motor stopped during the manual prime process. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump is being replaced and is expected to return for analysis.